Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation a lot history review (lhr) of asdws0142 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdws0142) have been reported from the same facility. (B)(4).

Event description:
It was reported per received medwatch "upon accessing port, aspiration of blood noted, however significant amount of air also aspirated. Approx. 10ml air for every 1ml blood noted. Patient denies pain upon flushing, no swelling at port site noted. All connections assured to be secure. Assessed by infusion center nurse. Spoke with nurse in interventional radiology, who suggested to re-access with different needle set. Upon accessing with new needle port flushed without difficulty and no air aspirated. Product and package given to patient care specialist."